Event description:
It was reported the patient underwent the implant procedure. During the procedure, the pulse generator could not be interrogated using the radio frequency telemetry. The device was found in the backup vvi operation when connecting to telemetry wand. The device was not used and replaced. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench the cause of bvvi was due to unknown power-on reset (por).